Event description:
On (B)(6) 2025, a 54-year-old male patient presented with ventricular tachycardia arrest. No additional past medical history was reported. The patient was brought to the cardiac catheterization laboratory, where a left heart catheterization was performed and revealed no need for coronary intervention. During the procedure, the patient experienced another cardiac arrest, and the decision was made to initiate mechanical circulatory support with an impella device and extracorporeal membrane oxygenation. Upon arrival to the cardiovascular intensive care unit, the patient received two defibrillation shocks for pulseless ventricular tachycardia. The impella device was repositioned at the bedside using echocardiographic guidance. Amiodarone and lidocaine infusions were initiated. On (B)(6), the patient required placement of a reperfusion catheter due to loss of distal flow at the extracorporeal membrane oxygenation cannulation site. The patient received blood products at that time. On (B)(6), the impella cp was upgraded to an impella 5.5 device was placed while extracorporeal membrane oxygenation remained in use. On (B)(6), the patient developed thrombocytopenia, and bivalirudin therapy was begun. Severe right ventricular dysfunction was noted later the same day. Hypotension also occurred overnight and levo was added. On (B)(6), due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.